Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the tissue pad peeled off because the seal and cut was output when the gripping part was not holding anything (including after the tissue had been cut) causing part of the tissue pad to peel off. As part of the tissue pad peeled off, the non-insulated part came into contact with the tip of the probe. As a result of the seal and cut output being performed in this state, scratches (contact marks) were formed on the tip of the probe and the gripper, indicating that they had come into contact with each other. In addition, u508 occurred, and output became impossible. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the tissue pad on the thunderbeat device was worn and peeling off. There was no patient involvement.